Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of thermal spread could not be replicated as the unit functioned as intended. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: hysterectomy event description: the main issue and concern of the surgeon was the unusual thermal spread that we were able to see as well. Once the generator was replaced, the issue was resolved. The hand piece is returned to be checked as well. Additional information provided via email 16nov21: please note that the distributor informed us that the batch number for eb240 is 1404368 type of intervention: replaced the generator. Patient status: no patient injury.

Event description:
Procedure performed: hysterectomy. Event description: the main issue and concern of the surgeon was the unusual thermal spread that we were able to see as well. Once the generator was replaced, the issue was resolved. The hand piece is returned to be checked as well. Additional information provided via email 16nov2021: please note that the distributor informed us that the batch number for eb240 is 1404368. Type of intervention: replaced the generator. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.